Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the circumstances that led to sudden change in therapy was dead batteries.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient . If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient indicated that patient programmer (pp) would not power up. The patient stated that she was told the pp batteries would last for a year and was reviewed it last for 2 months , patient indicated that she may have misunderstood. There was no out of box failure. The patient will get pp batteries and call back if the issue is not resolved. The patient reported that the change in therapy /symptom was noted as sudden. The patient stated therapy was helping 95% and it was fantastic. One day it did not seem to be working at all. At that time she had a death in the family and did not do anything about it. The problem seemed to take care of itself because it was resolved. Patient reported she does not find the interstim pp manual very helpful. The patient indicator for use were for fecal incontinence and gastrointestinal/pelvic floor. No further complications were reported/anticipated.